Manufacturer narrative:
Based on the results of the investigation, the led lights were dim due to power issues; however, a definitive root cause for the reported event was not determined. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device investigation that the insufflation unit light emitting diode (led) on the front panel was dim. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h9 - corrective action number. H9 was inadvertently marked as fy24-omsc-06 fy24-omsc-19 instead of being left blank.

Event description:
No additional information received from customer.